Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the system 322 was confirmed and caused by loose lower latch switch bracket screws this would allow the switch to move causing the reported symptom. The failed lower auxiliary assembly was replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.

Event description:
During baxter's functionality testing of a spectrum pump, it displayed system error 322. There was no pt involvement.